Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. The initial medwatch reported that the connecting tube's connector was broken. However, upon further review this complaint has been determined to be not reportable. As a result of the actual product evaluation, one side of the lock lever was broken. It has been confirmed that no pumping failure occurs when the lock lever is damaged on one side. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was reported that the connecting tube's connector was broken. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.